Manufacturer narrative:
This event occurred outside the us.

Event description:
It was reported the end user was sitting in the stationary powered wheelchair when it suddenly accelerated. The end user ran into a wall and sustained unspecified injuries. Attempts to obtain additional information were unsuccessful.